Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery intermittently could not be charged. Reportedly, the issue was caused by dust found inside the usb port of the pump. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy.